Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the reservoir excessively alarmed no delivery. Customer's blood glucose at the time of the incident was 242 mmol/l. Upon completing troubleshooting, the customer was advised that the recurring no delivery alarms may be due to a reservoir occlusion. Product is expected to return.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.